Manufacturer narrative:
Tech performed various checks, could not get the alleged issue to duplicate. A nurse had allegedly observed the bed drift. He did not see the bed fail to determine if the drift was fast or slow. Could have been caused by the center cover pushing on the CPR pedal or operator error. We walked through checks and nothing was found.

Event description:
Complaint alleged that the head section would lower by itself.